Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting everything out besides ovaries/finally got my e-viction date') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery (getting everything out except ovaries)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: removal date: (B)(6). Concerning the injuries reported in this case, the following one was described in patient¿s social media- medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fallopian tube spasm ("side where my tube spasmed during placement"). The patient was treated with surgery (essure removal surgery (getting everything out except ovaries)). Essure was removed. At the time of the report, the pelvic pain and fallopian tube spasm outcome was unknown. The reporter considered fallopian tube spasm and pelvic pain to be related to essure. The reporter commented: removal date-(B)(6). Concerning the injuries reported in this case, the following one was described in patient¿s social media- medical device removal, fallopian tube spasm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Event " fallopian tube spasm¿ was added. Reporter was added. Medical device removal was replaced with pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.